Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode. The technical support specialist (tss) dialed in, confirmed the device was communicating properly, observed no icons on the station, received confirmation from the customer that everything was working fine, and closed the case. The system functioned as intended after the technical support specialist verified the device.